Manufacturer narrative:
(B)(6) h3: one device was received for evaluation. Visual inspection found a damaged dso seal and a scratched lcd lens. Functional testing was unable to duplicate an unknown issue; however, the dso sensor and seal were found to be defective. The dso sensor, dso seal, and lens were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was sent in for repair for an unknown issue. Upon device investigation, it was discovered that the downstream occlusion (dso) sensor was defective. There was no patient involvement and no patient harm.